Event description:
Procedure type: colectomy. According to the reporter: when attached to handle the device would not fire after the green light was noticed and they began the firing process. The visual indicators tested fine. The device cycled correctly and the green light was on. Doctor switched to a new device and was able to continue the case. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).